Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging cancer and eye irritation. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously missed allegation in section b5. After review, it was determined that section b5 should be filed as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer and eye irritation related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information need to capture about the alleged lightheadedness. Section h6 health effects: clinical codes has been updated in this report.